Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device would not power on which was reproduced as a white screen. The white screen was found to be caused by a failed input/ output (I/o) printed circuit board (pcb). The I/o pcb was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on. There was no patient involvement. No additional information is available.